Event description:
It was reported that during a lap cholecystectomy procedure, the clips were double loading and not forming at the distal end. The surgeon was able to get the device to fire some good clips and used an endo loop to complete the case with no pt consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.